Event description:
Caller reported an error with their continuous glucose monitor (cgm). There was no adverse impact to the customer's blood glucose level. Technical support provided guidance for resetting the pump, and the caller successfully started their sensor session without encountering the error again.